Event description:
Caller reported a malfunction on the pump. There was no reported impact to the customer¿s blood glucose level. Customer was assisted by technical support with resetting the pump, and the malfunction code did not recur. Customer was instructed to call back if the malfunction code appears again and acknowledged understanding of this guidance.